Event description:
The field sales associate (fsa) reported the following: on (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses. It was reported that the device was prepared per IFU, however, it was difficult to remove the packaging mandrel. While attempting to advance the delivery catheter through the sheath valve, a metal piece (extending from eptfe material) punctured the sheath valve (sheath lot/serial number is unknown, hospital stock). The unknown metal (fsa stated "it is unknown what/where the wire was coming from, lock pin or apex or anchor"). A hemostat was used to stop blood loss (amount of blood loss is unknown). A blood transfusion was not required. The physician used a different device and a new sheath. The patient tolerated the procedure.

Manufacturer narrative:
Addition the device evaluation performed by gore engineering showed the cxt261212 excluder® conformable aaa endoprosthesis lot/serial (B)(6) was not returned for analysis, nor were any images provided for an engineering evaluation. Because no device or device images were available by which to perform an engineering evaluation, no manufacturing deficiencies could be identified and the observations in the event description could not be confirmed.